Manufacturer narrative:
Evaluation summary: the lens was not returned for evaluation. A slit lamp photo was provided. There appears to be a linear mark/scratch across the optic center. No determination can be made from the provided photo. A qualified cartridge was indicated. It is unknown if a qualified viscoelastic was used. Based on the provided photo, the lens appears to be damaged. The root cause for this damage cannot be determined from the photograph. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following a cataract surgery with an intraocular lens (iol) implantation procedure, a scratch was observed on the implanted iol. Additional information was provided indicating that the scratches were on the central area. The patient knows that the lens is scratched, which is why she wants to change it, even with 20/20 vision. The patient's symptoms are described as "sees something on the sides". The patient is getting better but does not want a scratched lens. An iol exchange has been planned.